Event description:
It was reported that the tip coronal plane bender was broken during use in surgery. The broken fragment was retrieved. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.